Event description:
An alarm issue was reported, involving alarm 2 followed by alarm 26, which indicated an occlusion problem. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on procedures to address the occlusion, including disconnecting and tightening the tubing, and delivering a bolus. Despite these measures, the occlusion alarm recurred. The resolution involved the customer replacing supplies as needed and resuming insulin therapy.